Manufacturer narrative:
Findings: pump received with a constant flashing white light with lines on the display and constantly beeping due to vertical cracked lcd controller and cracked lcd glass. No cosmetic damage on the case noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing white display. Customer's blood glucose was unknown at the time of incident. The product will be returned.